Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the connector pin was bent.

Event description:
It was reported that the atrial lead's terminal pin was noted to be bent during threshold testing using the pacing system analyzer. The lead was not used. No patient complications occurred during the procedure.